Event description:
The clinician reported that over 2 weeks after the dental implant was placed in ada site 25 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted an infection, pain and implant mobility in this patient with fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.